Event description:
Customer experienced discrepant sodium results while performed a correlation study. Results for two samples were provided. Sample 1, initial result 131 mmol/l, repeat 138 mmol/l. Sample 2, tested 2008, initial result 134 mmol/l, repeat 140 mmol/l. No patient results have been released from this analyzer. The technical service representative determined the sodium electrode to be the cause and replaced the electrode. Additional correlations were performed and results improved by technical service representative.